Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was 478 mg/dl at the time of incident and 400 mg/dl. The customer was treated with syringe and insulin pump. The customer does not allege pump was under delivering. Customer reported that they were using insulin pump system within 48 hours of reported high blood glucose event. The customer was advised that the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will not be returned for analysis.